Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the pacemaker (pm) entered elective replacement indicator status; the physician suspected premature battery depletion of the pm. No changes or interventions were reported; the device will continue to be monitored. There were no patient consequences.